Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 588 (mg/dl). The cause of the elevated bg level was unknown. A 6 unit manual injection was administered and the customer took (B)(6) to address bg level. The customer reportedly disconnected from the pump. Reportedly, the customer's bg level had improved to 290 (mg/dl). A recommendation was made for the customer to discuss elevated bg with a healthcare provider.